Manufacturer narrative:
Citation: hirose, s., miyasaka, m. Tada, n. Utilizing the en face view for unfavorable coronary access after transcatheter aortic valve replacement. Cardiovasc interv and ther 38, 256¿257 (2023). Https://doi.org/10.1007/s12928-022-00895-7 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Literature was reviewed regarding a patient who underwent transcatheter aortic valve replacement (tavr) with a 29 mm medtronic evolut pro+ valve. After tavr, the patient complained of chest pain. The authors suspected coronary artery disease and consequently planned a coronary angiography. Computed tomography revealed that the evolut pro+ valve commissure overlapped the left main coronary artery ostia, which was unfavorable for coronary access because a catheter cannot cross the cells at the commissures of the valve. Subsequently, the authors attempted coronary angiography using bi-plane fluoroscopic system of an en face and perpendicular view to show the short- and long-axis image of the valve, respectively. Using the en face view made it possible to cross a catheter through the cell posterior to the c-tab, which is a fluoroscopic marker for one of the evolut pro+ commissures. Following this maneuver, the catheter was rotated clockwise anteriorly, and selective engagement was achieved. Separately, figure 1 presented images that showed a dual-chamber permanent pacemaker implanted in the patient. The timeframe of the pacemaker implant (before or after tavr) was not disclosed. No additional adverse patient effects were noted.